Manufacturer narrative:
H3: device evaluated by manufacturer. Customer report of leakage was unable to be confirmed due to condition as returned. One barbed connector, with approximately 10mm of cut cannula attached at the distal end, was returned. Two cracks, approximately 10mm long was observed on the cannula to connector junction. No other visual damages or abnormalities were found. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that air was seen in an ez glide aortic cannula model ezc21a, while it was unclamped after connecting the arterial line to the aortic cannula already placed in the aorta. Per response received, cpb was not flowing to the patient at the time the air issues were noted, and there was no evidence of fluid leakage. Per surgeon's response, a draft in the cannula was observed, and many bubbles of air were entering in the cannula. Reportedly, after disconnecting and reconnecting the arterial line three times, air was still present. Thus, it was decided to cut the cannula connector and used a fitting to adapt the cpb line. This manipulation worked and there was no more air, supporting customer's hypothesis that the problem was at the level of the aortic cannula connector. As reported, this manipulation avoided decannulation and recannulation of the aortic cannula, which would have been much more problematic due to the risk of aortic dissection.

Manufacturer narrative:
Additional, added or corrected information. H6: clinical code, type of investigation, investigation findings and investigation conclusion. H11: additional manufacturer narrative: device history records were reviewed and no non-conformances or deviations were found related to the event. Retain samples were also evaluated by the supplier and no visual appearance were considered acceptable based on the acceptance criteria. Based on the information available, the alleged air bubbles seen in cannula were unable to be confirmed due to the condition of the returned subject device; however, two cracks were observed on the cannula to connector junction during product evaluation. Although a definitive root cause of the reported air bubbles is unable to be conclusively determined as the device was received cut/damaged, various operational factors including inadequate device assembly, mis-handling during use and/or failure to de-air cannula and/or cardiopulmonary bypass circuit could cause bubbles and/or cracks. It is unknown at what point during use the cracks developed, but, it most likely may have occurred during handling, prep or during use due to excessive force being applied or when the cannula was cut. Operational factors including handling during use may have caused the cracks and led to the alleged air bubbles being noted in the cannula. The supplier performs 100% inspections of cannula during manufacturing and it unlikely that a cracked cannula would pass through inspections. Additionally, there was no report of crack(s) being present out-of-the-box, during initial inspection and/or during device prep. No edwards/supplier manufacturing defect was confirmed.